Event description:
It was reported that the patient was not feeling stimulation. She tried to charge and had two bars. She last recharged a couple months ago. She had not had the implantable neurostimulator (ins) on since then. On the patient programmer (pp) it looks like the ins was empty and the patient was not seeing the lightning bolt. The patient tried the recharger without the recharger belt, since she was told she didn¿t need to use it. The antenna was held on the skin and 4 coupling boxes were achieved and the ins was showing ¼ full. The patient was advised to recharge and then she would be able to turn on stimulation. The patient was now recharging. It was later reported that since there was loss of stimulation and therapeutic effect, an explant was required. The stimulator helped the patient initially and lost its effect some time after implant. No manufacturing representatives (rep) had the opportunity to meet with her before her explant. No diagnostic testing or troubleshooting was performed. The cause of the issue was not determined.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead. (B)(4).